Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with unspecified concentration of an unspecified solution when solution leaked between the blue stopper/plunger and the vial. No specific details were provided. The vial and solution were replaced and the filing was resumed. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.